Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic / pelvic pain,daily') in an adult female patient who had essure (batch no. C76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("physical pain / abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), hypersensitivity ("allergy - other"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dermatitis allergic ("allergy: rash/skin condition ,other"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complications"). The patient was treated with surgery (removal of essure on (B)(6) 2018 2018). Essure was removed on (B)(6) 2018 2018. At the time of the report, the pelvic pain, genital haemorrhage, dermatitis allergic, bacterial vaginosis, dyspareunia and post procedural complication had resolved, the abdominal pain, dysmenorrhoea, depression, hypersensitivity, bladder disorder and urinary tract disorder outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, bacterial vaginosis, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2018 2014 & (B)(6) 2018 2014. Plaintiff received treatment for pain, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Event¿ dermatitis allergic, post procedural complication, dyspareunia and bacterial vaginosis ¿ was added. Events "pelvic pain and genital bleeding outcome was updated to recovered/resolved. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic / pelvic pain,daily') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. C76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("physical pain / abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergy - other"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (removal of essure on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the genital haemorrhage, abdominal pain, dysmenorrhoea, depression, hypersensitivity, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014. Plaintiff received treatment for pain, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr received ¿ reporter¿s information was updated and new reporters were added. Essure lot number and expiration date, and essure removal date were provided, and the event psych injury was replaced with event depression. Furthermore, the events pelvic pain, vaginal bleeding and menorrhagia were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic / pelvic pain,daily') in an adult female patient who had essure (batch no. C76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("physical pain / abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergy - other"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dermatitis allergic ("allergy: rash/skin condition ,other"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complications"). The patient was treated with surgery (removal of essure on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dermatitis allergic, bacterial vaginosis, dyspareunia and post procedural complication had resolved, the abdominal pain, dysmenorrhoea, depression, hypersensitivity, bladder disorder and urinary tract disorder outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, bacterial vaginosis, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date on (B)(6) 2014 & (B)(6) 2014. Plaintiff received treatment for pain, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal haemorrhage, pelvic pain. Batch no c76448, production date 2014-07-03, expiration date 2017-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.